Event description:
A vaxcel PICC line was being placed for therapeutic purposed in 2005. The physician was having difficulty threading the guidewire. The wire was pulled out gently and the wire split with a smaller portion remaining in the patient. The wire was gently removed by pulling it out of the patient with the nurse's hands. Another wire was used to complete the procedure.